Event description:
Healthcare professional reported left-side deflation. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d.9., h.3., h4, h.6.

Event description:
Healthcare professional reported left-side deflation. Device has been explanted and replaced with a non-allergan device.